Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by performing a sample run. Fse verified tubing to the diluent pump connections and performed diluent prime to verify no bubbles present and none found. Fse adjusted tip to diluent well alignment but error reoccurred. Fse resolved complaint by replacing the diluent pump. Fse successfully performed a sample run without error, performed calibration, quality control and additional sample runs without error and within acceptable range. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 4: error messages states the following: [2085] air detected during diluent suction by main arm cause : during diluent suction, it was determined that the tip failed to touch the liquid surface. If retry. Fails, the measurement result will be flagged (ds flag). Solution : contact tosoh service center or local representatives. The most probable cause of the reported event is due to failure of the diluent pump.

Event description:
A customer reported reoccurrence of error message "2085 air detected during diluent suction by main arm" on the aia-2000 instrument. Instrument is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
The diluent pump was returned to tosoh instrument service center for investigation. Functional testing did not confirm the reported error "2085 air detected during diluent suction by main arm" was due to failure of the pump. The most probable cause of the reported event is due to cause not established.